Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had scale marking issues on 4 occasions. The following information was provided by the initial reporter: material no: 301029. Batch no: 0238981.   It was reported that four more blurred syringes are being reported by production, this time from lot 0238981.

Event description:
It was reported that syringe 10ml ll bns had scale marking issues on 4 occasions. The following information was provided by the initial reporter: material no: 301029, batch no: 0238981.   It was reported that four more blurred syringes are being reported by production, this time from lot 0238981.

Manufacturer narrative:
H.6. Investigation: one photo of four loose 10ml syringes was received and evaluated. It was observed, each of the syringes had a small degree of missing print near the 4ml marking. It was unclear in the photo if the print was scratched off or not applied correctly. None of the syringes were missing more than 50% of any single item, which were acceptable per product specification. The potential root cause for the missing print defect could not be determined. It was unclear in the photo if the print was scratched off or not applied properly. Physical samples are necessary for a more thorough evaluation. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.